Event description:
The customer reported that during a pt's continuous renal replacement therapy session the machine removed 1043 ml too much fluid. He had noticed that the replacement input was reading a negative 8 ml/hr. Facility's registered nurse (rn), nurse mgr, had checked to make sure the replacement bag had no clamps or kinks in the line. At that time the treatment was stopped with the blood in the extracorporeal sys returned. The treatment was restarted on another prisma machine.